Event description:
It was reported that surgeon converted a bi polar acetabular configuration to a tha and has put in an acetabular cup and liner. Per report there is nothing wrong with the stem.

Manufacturer narrative:
[(B)(4)].